Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Following the surgery, the patient experienced frequent urination, abdominal pain, dyspareunia, bowel pressure from bladder pushing, urinary leakage and staining leading to frequent pad changes. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency. It was reported that patient underwent mesh excision on (B)(6) 2012 by dr. (B)(6) due to dyspareunia and pelvic pain.

Event description:
It was reported that following insertion the patient experienced urgency. It was reported that patient underwent mesh excision on (B)(6) 2012 by dr. (B)(6) due to dyspareunia and pelvic pain.